Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed), and describes the occurrence of genital haemorrhage ('bleeding (B)(6) months'). In a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance, "no hsg test done". Medical conditions: (B)(6) 2012, (B)(6) weeks ago, the patient had an endometrial biopsy done to rule out hyperplasia. Hyperplasia was ruled out. Previously administered products included, for an unreported indication: oral contraceptive. Concomitant products included: levonorgestrel (mirena) since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), dyspareunia ("pain during sex"), abdominal pain upper ("pain in stomach"), vulvovaginal dryness ("vaginal dryness"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("memory loss"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, trans-obturator taping and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage outcome was unknown. And the headache, dyspareunia, abdominal pain upper, vulvovaginal dryness, vaginal discharge, alopecia, arthralgia, amnesia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arthralgia, dyspareunia, headache, vaginal discharge, vulvovaginal dryness and weight increased with essure. The reporter considered genital haemorrhage to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding 5 months') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "no hsg test done". Medical conditions: (B)(6) 2012: 3 weeks ago the patient had an endometrial biopsy done to rule out hyperplasia. Hyperplasia was ruled out. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included levonorgestrel (mirena) since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), dyspareunia ("pain during sex"), abdominal pain upper ("pain in stomach"), vulvovaginal dryness ("vaginal dryness"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, trans-obturator taping and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage outcome was unknown and the headache, dyspareunia, abdominal pain upper, vulvovaginal dryness, vaginal discharge, alopecia, arthralgia, amnesia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arthralgia, dyspareunia, headache, vaginal discharge, vulvovaginal dryness and weight increased with essure. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2021: mr received. Plaintiff's name updated and reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ('bleeding 5 months') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "no hsg test done". Medical conditions: (B)(6) 2012: 3 weeks ago the patient had an endometrial biopsy done to rule out hyperplasia. Hyperplasia was ruled out. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included levonorgestrel (mirena) since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), dyspareunia ("pain during sex"), abdominal pain upper ("pain in stomach"), vulvovaginal dryness ("vaginal dryness"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, trans-obturator taping and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage outcome was unknown and the headache, dyspareunia, abdominal pain upper, vulvovaginal dryness, vaginal discharge, alopecia, arthralgia, amnesia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arthralgia, dyspareunia, headache, vaginal discharge, vulvovaginal dryness and weight increased with essure. The reporter considered genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: reporters, essure removal date and surgery were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.